Event description:
A clinimacs cd34 selection has been performed by the customer. The customer complained that the enriched cd34+ stem cells were antigen positive for cd56 after the cell enrichment. The patient received the cellular transplant. Therefore any risk for the patient could be ruled out. The forthcoming cytopenia was not due to any of the components of the clinimacs cd34 system as stated by the customer.